Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels between 50-60s mg/dl due to needing settings adjustments. Low bgs were addressed by consuming carbohydrates and glucose tablets. Tandem technical support assisted customer in adjusting settings to match their healthcare provider's recommendations.